Event description:
The clinic found the pt had inhibition of pacing because of rv lead noise. The pt came to the lab today to have his chronic rv lead capped and we placed a new rv lead. The pt was stable pre, during and post. I do not have the pts weight nor do I have access to it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).